Event description:
Additonal info provided by the surgeon stated that the intraocular lens (iol) was placed in the posterior capsular recess without complications. Two days after implantation, he noted the nasal haptic was vaulted anteriorly at the iol insertion causing the lens to protrude anteriorly at an 180 degree axis.

Event description:
A surgeon reports that an intraocular lens (iol) was explanted and replaced three days following initial implant surgery. The lens was replaced due to a bent haptic that was noticed during a postoperative visit. More info is being sought.